Event description:
It was reported that, "upon insertion of the avs tl cage the implant came apart from the inserter before even entering the disc space. We could not reattach the inserter to either further advance the implant or remove it. So with took cokers to remove the implant that was lodged in the foramin. We attached a different cage on the same inserter handle knowing the first implant was destroyed. Upon insertion of the second avs tl cage the cage broke off and caused damage to the surrounding area in the body. Although the cage got a little bit further it never made it into the disc space either. Removing that we had to again try for a third different spacer." The MDR is on the second cage mentioned in the event description, the first cage was be reported with mfg report #9617544-2012-00497.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be mae available following an engineering eval.